Event description:
Philips received a complaint by the customer on the v60 indicating that one of the rubber feet was missing, and the device could not stand properly. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that one of the rubber feet was missing, and the device could not stand properly. The remote service engineer (rse) provided the customer with the part number and price of the replacement bottom foot kit for repair. This investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 15apr2025, the biomedical engineer (bme) ordered the replacement bottom foot kit and installed the bottom foot to resolve the issue. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.